Manufacturer narrative:
Analysis of the returned product revealed a large kink in the catheter and no other abnormalities. Data log review did not show the pump in the ventricle at any time, but did show placement signal low alarms indicating the outlet may have been close to the valve. While the pump was not deep in the ventricle, the patient's anatomical variations and the fact the pump was close to the valve may have caused the kink in the catheter. As there is no imaging to show the impella pierced directly through the ventricle, the root cause of the ventricle perforation could not be definitively determined. However, the patient's anatomical variations along with the outlet on the valve may have been a contributing factor.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted without issues. The patient had a left ventricle (lv) perforation and pericardial effusion as a result pericardiocentesis was done in cardiac catheterization laboratory (ccl) and patient was sent to emergent surgery.